Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Despite delivering between 20-30 units of insulin prior to going to the hospital. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include vomiting and chronic back pain. The patient was treated with intravenous medication, and was released the following day. The patient's blood glucose history is as follows: (B)(6).